Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during manual prime and insulin was squirting out of the tubing. The drive support cap was recessed. Blood glucose value was 293 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump alarmed motor error during basic occlusion test due to a loose /protruded drive support disk. Unable to confirm the compromised force sensor system alarms or perform the prime test due to the motor error alarms. The pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.